Event description:
It was reported that the right ventricular (rv) pace impedance of this implantable cardioverter defibrillator (ICD) system was greater than 3,000 ohms. The shock impedance and thresholds were normal. The patient underwent a revision procedure in which it was discovered that the set screw on the ICD was loose. The rv lead was reset and the setscrew was tightened which resolved the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) pace impedance of this implantable cardioverter defibrillator (ICD) system was greater than 3,000 ohms. The shock impedance and thresholds were normal. The patient underwent a revision procedure in which it was discovered that the set screw on the ICD was loose. The rv lead was reset and the setscrew was tightened which resolved the issue. No additional adverse patient effects were reported.